Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Therefore the complaint of hardware failure was confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware failure. Patient was advised by dexcom technical support to restart device.